Event description:
A report was received that a pt was having trouble charging. A bsn rep analyzed the pt's charging profile, and determined that the ipg was showing premature battery depletion. Ipg replacement surgery has been recommended.